Manufacturer narrative:
The customer reported that the data was not crossing over to the emr and caused beds to show offline it was discovered that one of our biomed techs had taken a central nurse's station (cns) offline for a reboot, which looks to have caused this issue. According to nihon kohden computer information technology systems support (cits), this cns was acting as a segment master. When it went offline, two other monitors were in conflict to become the new segment master, causing the overall issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the data was not crossing over to the emr and caused beds to show offline it was discovered that one of our biomed techs had taken a central nurse's station (cns) offline for a reboot, which looks to have caused this issue. According to nihon kohden computer information technology systems support (cits), this cns was acting as a segment master. When it went offline, two other monitors were in conflict to become the new segment master, causing the overall issue. No patient harm was reported.

Event description:
The customer reported that the data was not crossing over to the emr and caused beds to show offline it was discovered that one of our biomed techs had taken a central nurse's station (cns) offline for a reboot, which looks to have caused this issue. According to nihon kohden computer information technology systems support (cits), this cns was acting as a segment master. When it went offline, two other monitors were in conflict to become the new segment master, causing the overall issue. No patient harm was reported.

Manufacturer narrative:
The customer reported that the data was not crossing over to the emr and caused beds to show offline it was discovered that one of our biomed techs had taken a central nurse's station (cns) offline for a reboot, which looks to have caused this issue. According to nihon kohden computer information technology systems support (cits), this cns was acting as a segment master. When it went offline, two other monitors were in conflict to become the new segment master, causing the overall issue. No patient harm was reported. Investigation conclusion: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 08/26/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.